Event description:
It was reported that an alert for over-sensing due to post-paced t-wave oversensing (pptwos) was noted on the deived. Device reprogramming was made to resolve the oversensing. There were no adverse health consequences, the patient was stable.